Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The probable root cause to a broken cassette could be related to a mishandling when inserting the ivenix cassette into the lvp machine. The current process controls detection includes post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e19091 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "the IV tubing cassette broke in the pump during an emergent blood transfusion. The IV tubing cassette broke in the pump during an emergent blood transfusion". Patient harm: no. Active infusion stoppage: yes. 12/29 nurse reported: all available information is in the previously shared form. No damage was noted prior to use. From the description it appears the cassette broke/leaked during an infusion. A preliminary review of the logs identified the following issue: administration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.